Manufacturer narrative:
Investigation smmary: this complaint is for no mic results for ceftolozane-tazobactam (CT) when using phoenix panel nmic-311 (catalog number 449452) batch number 4163372. The customer did not provide phoenix generated lab reports or panel returns but returned isolates and binary files for the investigation. To investigate, retention panels from the complaint batch were inoculated with customer returned isolates klebsiella pneumoniae 217, klebsiella oxytoca 332, klebsiella pneumoniae 430, escherichia coli 452, escherichia coli 585, escherichia coli 629, citrobacter koseri 700, klebsiella pneumoniae 865 and klebsiella pneumoniae 934 to observe for mic results. The investigation returned all panels with satisfactory CT mic results for their inoculated isolate; therefore, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd panel phoenix nmic-311 an unspecified number of patient sample have invalid ast results (no mic) for the drug ceftriaxone (CT). No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322 k022129 k023444 k023634 k023858 k024153 k031530 k031699 k031912 k032299 k032567 k032655 k033362 k033560 k041384 k042932 k052269 k060214 k060217 k060257 k060444 k060447 k061327 k061355 k062207 k062944 k063301 k063486 k063573 k063811 k063824 k071623 k123404 k132674 k132909 k151320 k173252 k190905 k163637 k173523 k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd panel phoenix nmic-311 an unspecified number of patient sample have invalid ast results (no mic) for the drug ceftriaxone (CT). No health impact or consequence reported.